Event description:
The pt reported that he was unable to adjust stimulation. He indicated that the programmer screen was freezing and that it "looked like a hand holding the pt programmer." He noted that he could not find anything in the manual and tried resetting and replacing the recharger. The pt is able to turn the implantable neurostimulator (ins) on and off with recharger. The ins was returned for replacement due to loss of programming. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy. She received assistance from her hcp or a manufacturer representative and the issue was resolved. It was reported that a manufacturer representative saw the patient, the error message was cleared and the stimulator was working normally.

Manufacturer narrative:
Analysis of the patient programmer found no anomaly.